Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. However, this event is most likely device-related due to the use of strata material. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: result code - remove 3233. Conclusion code - remove 11.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and vela suprarenal extension to treat an abdominal aortic aneurysm. Approximately three (3) years post initial implant a review of the patients CT scan revealed a type iiib endoleak. The physician elected to perform a secondary procedure in which a reline was completed with an ovation graft. The patient is reported as doing well after the reline procedure. No further additional information or patient sequelae has been reported at this time.